Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had leak at corner of fold attributed to wear at fold in cylinder body; hole was present. The kink resistant tubing (krt) was worn to the filament. Both cylinders were not pressure test due to leak was identified. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. The identified fluid loss in the cylinders is also the probable cause of the reported event, as the device would not be functional after the system fluid was lost. Therefore, product analysis confirmed the cylinders and pump malfunction but unable to confirm the reported event related to "discomfort" issue.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component replaced due to discomfort as the device did not work properly and would not inflate. The procedure was successfully completed.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component replaced due to discomfort as the device did not work properly and would not inflate. The procedure was successfully completed.